Manufacturer narrative:
Device received with critical pump error after battery insertion and pump error 35 due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Moisture damage on electronic board stack and motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor issue. Blood glucose level was 269 mg/dl at the time of the incident. Troubleshooting was provided. The insulin pump will be returned for analysis.